Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown baclofen via an implantable pump. It was reported that the patient's pump was accidentally cut while undergoing a back surgery and a neurosurgeon had to emergently fix it, and then it shut the pump down 6 months later, so they had to emergently take the pump out and 'put a new one in last year, whenever that was put in, (B)(6) - a year and a half ago.'